Event description:
It was reported the 512s was used during a laparoscopic cholecystectomy. It was reported by the affiliate the sealing ring in port dislodged. There was no consequence to the pt. 2/10/86 the gasket did fall into the pt and was seen floating in the abdomen. It was retrieved and removed causing no harm to the pt.

Manufacturer narrative:
D5,6; h2,3,4,6; g4: added add'l info. D6: device returned with no lot ID. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, nonconforming; latch condition, conforming; obturator condition, conforming; outer gasket condition, torn; reset button condition, conforming; sleeve condition, conforming; stopcock condition, conforming and trocar condition, conforming. Functional tests & results: flapper door functional, conforming and lockout functional, conforming. Analysis conclusion: based upon the inquiry info rec'd and the visual examination, it was confirmed that the reported event occurred. The sleeve was rec'd with the inner gasket dislodged from its original position. The inner gasket was rec'd in a separate sealed pouch, complete. No conclusion could be reached as to how the inner gasket had become dislodged from its original position.